Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2010. It was reported, the pt was experiencing a burning sensation at the implant site. No further info was provided.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.